Manufacturer narrative:
(B)(4). Sigma was unable to obtain any add'l info regarding the parameters of the infusion in order to determine the device involved. Upstream occlusion/air sensor testing and upstream occlusion sensor testing was performed on both returned devices with the units passing. Two devices (s/n (B)(4)) were returned to sigma because the customer was unable to determine which device was involved in the event.

Event description:
It was reported that a pump did not detect an occlusion caused by a closed clamp, while infusing to a pt in the labor and delivery area.